Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate therapy for supraventricular tachycardia (svt). The second charge during the episode resulted in a charge timeout. There was no obvious reason for the timeout. A capacitor maintenance was performed 5 days later and gave a normal and in range charge time. The charge time was tested several more times in-clinic, and there were no out of range measurements. Physician elected to explant and replaced the device due to one out of range measurement. The patient was fine after the procedure, and did not experience any symptoms.